Event description:
One endeavor sprint rx drug-eluting stent was implanted in the 2nd obtuse marginal. It was reported that a dissection occurred. Another endeavor sprint rx drug-eluting stent was implanted for treatment of the dissection. Patient was discharged from hospital one day later. Investigator has not assessed the relationship of the event to the study stent.

Manufacturer narrative:
(B)(4). Evaluation, results: (dissection).